Manufacturer narrative:
A ge service representative performed an onsite investigation. The ups (uninterruptable power supply) and associated batteries were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system was self-rebooting and demonstrating an error. No patient serious injury or death was reported related to this event.